Manufacturer narrative:
A test circuit was created (including hls module, tubes, blood bag reservoir and venous bubble sensor) running with saline solution. The overall run time was 6 hours. After a runtime of 2 hours the pven (venous pressure) began to display erroneous values or dashes. Thereupon the pump housing was removed. The pven sensor at the blood inlet connector was found to be corroded. A tightness test was performed and a drop wise leakage was detected at the pressure sensors seat. An additional complaint will be opened for the corroded venous pressure sensor in order to track and trend this failure no other abnormality was found. No air entry or micro bubbles were detected. Based on this the failure " hls would not flow / fluid in tubing became frothy" could not be confirmed. A sap trend search for similar complaints hls set's / modules of the last 12 months was performed. Based on the results no systemic issue could be determined. Based on the incident information available at this time the following circumstances could may have led to the reported event or could be a most probable cause of the reported event: the device was running within the lpm mode and a tubing line, after the connection of the cannula was performed, was disremembered to remove or a tube was kinked. Also the flow bubble sensor could have been mounted inverted on the tube. A thrombosis of the cannula(s) occurred. Conclusion: since the reported failure did not contribute to a death or serious injury no corrective action is needed. In addition at this time it cannot be concluded that this is an systemic error..

Event description:
(B)(4).

Manufacturer narrative:
(B)(4). The device has been requested for return, but not yet received. A supplemental medwatch will be submitted when additional information becomes available. Additional information: the product mentioned is a tubing set and the included affected component has the contributing design function of the quadrox-ID which is registered under 510(k): k101153.

Event description:
It was reported that when the surgeon hooked up the cannulas to the cardiohelp that the pump would ramp up rpm's but the hls would not flow, and then the fluid in the tubing became frothy. Another hls was primed by different perfusionist and all went well. No reported patient effect. (B)(4).